Event description:
Event description guidant received information that during an ICD revision the implantable cardioverter defibrillator (ICD) displayed high dfts with an oversensing of noise and inhibition, post shock. It was further reported that the patient was pacemaker dependent.